Manufacturer narrative:
Additional information was received on april 2, 2021. The rupture was left sided. The right implant flipped orientation and migrated to the prepectoral position. Bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain future explant date: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant (right) and a 600cc mentor memorygel breast implant (left) experienced right sided rupture and left sided anisomastia post procedure. The left implant is sitting higher with breast tissue running off the face. The shell of lower pole of the right implant is very palpable and there is back pain. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-02827 for contralateral prosthesis report.